Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 690 mg/dl at the time of the event. The customer mother stated that the insulin pump slipped out of the customer's pocket and fell from a three story building, landing on concrete. The customer was able to retrieve the insulin pump, and it did not appear to sustain any damage. However, the insulin pump began to alarm no delivery thereafter. Nothing further was reported.